Event description:
Right total knee replacement in 1987. Six months ago heard crackling sounds in knee-squeezing and cracking. X-rays revealed a failed prosthesis. Limited range of motion-especially extension. Surgery showed: polyethylene portion of metal backing had worn out and was fragmented. Prosthesis well fitted. Osteolysis around the patella.